Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the electrode part of the sensor was not found. Customer's blood glucose level was unknown. The device will be returned for analysis.

Manufacturer narrative:
Inspected 1 opened or used sensor and found sensor retracted inside sensor. Unable to confirm customer received sensor damage due to customer returned opened or used. Checked introducer needle for burrs or hooks and dull needle tip defects and none where found. Introducer needle passed per specifications.